Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable / constant gong alarms) was confirmed. As received, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief, damaging the orange (lead 2-) wire. The cause of the constant gong alarms is the damaged cable and wire. The root cause of the damaged cable and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable and was producing constant gong alarms.